Event description:
The MFR received info alleging the ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device, error codes related to the power management board were observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.